Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07359. It was reported the pt had a pain in his shoulder and neck while installing a trailer hitch. Since that time, the pt had stimulation in his hand instead of in his neck and shoulder. The sjm representative met with the pt for reprogramming, but stimulation on the right side of the body could not be obtained. There were some contacts which had impedances below 200. The pt was to use the new programs to determine the efficacy.